Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The shape of the appendage was chicken wing and the left atrial appendage (laa) depth was 22mm. During procedure, the patient's atrial rhythm was atrial fibrillation (af), activated clotting levels was 363seconds and heparin was administered. The amulet was successfully implanted. On (B)(6) 2024, a follow up transesophageal echocardiography (tee) performed was performed, no thrombus and no leak was noted, patient transitioned off plavix and continued 81mg aspirin. After reviewing the 3 month tee imaging, later it was confirmed that a thrombus was showed on the device located on superior edge near pulmonary vein (pv). The thrombus was 11.4mm x 4.7mm in size, not diffuse, not mobile and laminar in shape. Patient restarted eliquis 5mg twice a day (bid) with repeat tee in three months. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus after months of device implant was reported. Information from the field indicated that the patient did not have any hematological disorders predisposing to abnormal thrombus formation. The unexpected medical intervention was performed as medication was administered to treat the reported event. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The shape of the appendage was chicken wing and the left atrial appendage (laa) depth was 22mm. During procedure, the patient's atrial rhythm was atrial fibrillation (af), activated clotting levels was 363 seconds and heparin was administered. The amulet was successfully implanted. On (B)(6) 2024, a follow up transesophageal echocardiography (tee) performed was performed, no thrombus and no leak was noted, patient transitioned off plavix and continued 81mg aspirin. After reviewing the 3 month tee imaging, later it was confirmed that a thrombus was showed on the device located on superior edge near pulmonary vein (pv). The thrombus was 11.4mm x 4.7mm in size, not diffuse, not mobile and laminar in shape. Patient restarted eliquis 5mg twice a day (bid) with repeat tee in three months.